Manufacturer narrative:
(B)(4). . The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Customer reported a crack in the case on the back of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: huge piece of the case missing on the back of the battery compartment, cracked case on the battery tube side, cracked middle (enter) keypad button, keypad overlay peeling at the upper left corner. Unit was received with a critical pump error (open book image) alarm. Unable to perform the displacement test due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. The adapt tool lists the following pump errors that could potentially trigger a critical pump error (open book image): pump error 53 (filenumber: (B)(4), linenumber: 5632) occurred on (B)(6) 2022 00:06:33, on(B)(6) 2022 01:14:56, on (B)(6) 2022 05:33:23, & on (B)(6) 2022 05:33:48. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report of a crack in the case was confirmed. The critical pump error (open book image) alarm and pump error 53 (filenumber: (B)(4), linenumber: 5632) are due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the backside of battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was returned for analysis.